Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous artery. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was simply removed from the patient's body. The procedure was completed with a different device. No patient complications reported and the patient was good post procedure.